Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of burnt blood residue on the jaws. Additional visual inspection shows saline residue in the tubing. The eprom data has a valid date of monday, (B)(6) 2025, 7:55:02 pm, event date 2/4/26. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. Using the gauze test, an ablation cycle was initiated with a high impedance error observed. The jaws were scrapped off using a scalpel to obtain a better electrode connection(s). A couple of ablation cycles were then initiated with no issues observed. Note: there was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. The device was cut apart and there is evidence of a blockage at the flow restrictors. The event description indicated that there was saline present during the event. Reason for the return was confirmed for high impedance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mitral valve bioprosthesis replacement and maze procedure for atrial fibrillation, the cardioblate lp device was used for surgical radiofrequency ablation at the bottom of the left atrium. A high impedance alarm and premature ablation completion alarm occurred in less than five seconds after clamping. The clamp position and wiring were readjusted, but the same issue persisted. The device was replaced and the issue did not recur. No patient complications have been reported as a result of this event. Medtronic received additional information that the device reported high impedance 13 times, and saline was present the whole time at the ablation sight when hi impedance occurred. The operator has rich experience with use of this device. The tissue ablated is the superior and inferior vena cava, inferior wall of the left atrium. 0.9% saline was used, pre-test completed, and was successful. The presence of saline flow to the device was verified, and the surgeon verified tissue thickness prior to ablation. The device had only been removed from the packaging for about 20 minutes. Medtronic received additional information via analysis of the returned device, that there was a blockage observed within the saline tubing.